Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
.

Event description:
The customer contacted philips healthcare to report that multiple parts were defected. There was no patient involvement.

Event description:
The customer contacted philips healthcare to report that the therapy delivery test failure. There was no reported patient involvement/adverse patient impact.